Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent graft and the fracture of the outer sheath. The condition of the device indicates the presence of high friction forces during the deployment attempt. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent sheath fracture. In this case, no details about the anatomy or the procedure were provided. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the limited information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unwilling to provide any patient or procedural details.

Event description:
It was reported that the endovascular stent graft could not be deployed. During retraction of the delivery system, the shaft fractured. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.